Event description:
It was reported that the patient was no longer able to keep the implantable pulse generator (ipg) charged. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility. No device malfunction was suspected.

Manufacturer narrative:
Block b3: exact date unknown, event occurred about two months prior to the date the manufacturer became aware.